Event description:
During a coronary intervention to the left anterior descending (lad), the wire fractured about 5cm from the tip. The tip was not retrieved from the patient. The product component will be returned.

Manufacturer narrative:
Additional investigation of this complaint revealed that prior to the procedure the product was inspected and was patent. There were no kinks or bents upon removal from the package. During the procedure, there was resistance/friction noted upon pulling the wire back. The wire was also advanced very distally into the vessel. There was torquing/manipulation performed against the resistance. When the physician pulled the wire out of circumflex the tip separated. The wire tip was left in a prolapsed position during treatment of the lesion. There were no attempts to retrieve the tip as it was too far down into the distal circumflex. Films for the procedure have been requested, however, no additional information has been forthcoming. Any additional information will be submitted within 30 days of receipt.